Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, when the carriers of (6) opsite flexifix gentle 5cmx5m were removed, much of the silicone adhesive removed with the carrier and did not remain on the film. Treatment was resumed with a smith and nephew back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence, establishing a relationship between the device and the reported event. The root cause was identified as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.